Manufacturer narrative:
A field service engineering (fse) contacted the customer by phone to address the reported event and confirmed the error. The fse instructed the customer to inspect the sorter for drop cups, power off and on the analyzer, then restart the computer. The fse followed up with the customer at a later time and the customer stated the aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4051) sorter z-axis home detection failure cause: the home sensor failed to activate after the sorter z-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event could not be establish; error cleared after restarting the analyzer and computer.

Event description:
A customer reported error message ¿4051 sorter z-axis home detection failure¿ on the aia-2000 analyzer. The technical support specialist (tss) instructed the customer to reseat reagent tips, observed for dropped test cups, and perform an all-set home. The error persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in delayed reporting of patient samples for (beta human chorionic gonadotropin (bhcg), and human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.